Event description:
Pt received overdose of morphine sulfate from pump. All pump parameters were correct and verified. Pt was under hospice care since 1/20/94 with no prior pump problems. His wife says the pump residual volume started decreasing from 50 ml down to 0 ml over about one hr. Medication cassette was found to be empty. Pt became lethargic and unresponsive. He had to be hospitalized for morphine overdose. He would have received about 500 mg of morphine sulfate over about one hr.